Event description:
Additional information later reported telemetry confirmed a low battery alarm was occurring. Additional information later reported it was unknown which alarm occurred. The patient was to be seen (B)(6) 2014 additional information later reported the alarm that occurred was low battery alarm. The pump did not reach eri or eos. It was planned to perform a pump replacement in the future, no date had been determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard. Telemetry confirmed a ¿low battery¿ alarm was occurring. It was noted that a drop below body temperature could be a factor. The last two pump refills ((B)(6) 2013 - (B)(6) 2014) the physician noted a low battery alarm immediately following a refill. After each refill the pump was checked about 15 minutes later and the alarm was no longer active. It was also noted that there were no therapy or medical problems. The pump system was delivering lioresal. Additional information reported that the baclofen treatment had started in (B)(6) 2003. It was reported that the patient was having ¿spasticity-not new.¿ it was stated that the patient was stable and that therapy was effective. It was noted that there had been no further alarm incidents.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).